Event description:
Boston scientific received information that during post operative checks loss of capture and no sensing was noted on the right atrium. A chest x-ray revealed that this right atrial lead had dislodged. Repositioning the lead was not successful thus a competitor lead was used. This lead will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.